Event description:
It was reported that the monopolar curved scissors instrument was dull. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found that the instrument was able to cut per specification. No damage to the blades was observed and electrical continuity passed. Engineering also observed that the distal end of the instrument main tube had a section all around the tube with material removed, located immediately above the tube extension. The tube damage may have been caused by a defective cannula. No other damage found.